Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infections at the implant site. Subsequently, a procedure was performed in (B)(6) 2016 (specific date not reported), to excise the excess skin. Additionally, the patient was treated with oral and topical antibiotics. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, in order to debride the skin at the implant site. The implanted device remains insitu.